Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient reported that the skin was red and itchy. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cortisone cream and a steroid cream by a physician due to patient being allergic to nickel. Follow up indicated that the patient ended use on the device due to unrelated reason and that the irritation has started getting better.